Event description:
As reported, the coil wouldn't detach; therefore, the physician had to take it out of the patient. A worksheet to be completed was requested, an update will be provided once a response is received. Devices will be forwarded on receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 4 mm x 6 cm cashmere 14 platinum microcoil would not detach; therefore, it had to be removed from the patient without injury. The coil was withdrawn from the sl-10 microcatheter. It was reported that there was no coil premature detachment or stretching; however, it was also reported that it is not known if the coil remained attached to the dpr during withdrawal. The procedure was completed using a new coil with no further information available. It is unknown if the pre-deployment test was performed. An adequate continuous flush was maintained through the microcatheter. The detachment button was pressed twice in attempt to detach the coil and no fault light was seen on the dcb during use. The device positioning unit (dpu) passed electrical testing. The detachment fiber received heat and partially melted pooling around and extended above the resistive heating coil's socket ring. The most likely root cause of the coils inability to be detached occurred when the incomplete melting detachment fiber caused it to adhere to the coil's socket ring which prevented the coil from separating from the detachment fiber and dpu. A possible contributing factor to the incomplete melting of the detachment fiber may have been due to the loss of fiber tension. If there was a loss of tension, the exact circumstances of how and when the loss of tension occurred cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the dcb used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. There was no discrepancy with the returned connecting cable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and analysis, a definitive conclusion cannot be made regarding the root cause of the inability to detach the coil. With review of the analysis and device history record review there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.